Event description:
Customer reports that the patient obtained a result of 413mg/dl on the device while a lab draw taken at the same time read 139mg/dl. No action was taken based on device result. No treatment received. Quality controls were used and reportedly fell within acceptable limits. Requested return of suspect device, but customer declined returning product.